Event description:
The device received from clinical service with a note that read, "bag ran empty and did not alarm air in line or occlusion". It was reported that when the device was checked after the reported, the display indicated that the primary line was programmed to deliver at 11ml/hr with a volume to be infused of 215ml. The secondary line was programmed to deliver at 100ml/hr with a volume to be infused of 0ml. The total volume delivered was reported to be 35.5ml. No additional info was available including what was infusing on either line. There was no reported adverse pt event. Though requested, no additional info was available.